Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. No definitive root cause could be determined, however, excessive force applied to the device during use is suspected. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a foreign body retrieval procedure, a vascular snare device detached within the patient. Another vascular snare device was successfully used to retrieve both foreign body and the detached snare device with no additional consequences to the patient.